Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the el214 jaws became loose and do not hold the clip securely. 1/11/2000 message from affiliate. The clips fell into the pt and were retrieved. No further complications to the pt.